Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 69-year-old patient after an implant duration of 5 years and 9 months due to pvl. Reportedly, only mild signs of svd were observed. The patient presented with mild dyspnea. A valve model 11500a25 was successfully implanted in replacement. The patient was noted as to be doing well with a good function of the inspiris valve.

Manufacturer narrative:
Updated information: b5 and h6: clinical code, device code, type of investigation, investigation findings and investigation conclusion. H11 additional manufacturer narrative: DHR was reviewed and there were no related non-conformances related with the event. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. However, the anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of 5 years and 9 months for unknown reason. A bioprosthetic valve was implanted in replacement. The patient was 63 years old at the time of original intervention.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.